Event description:
It was reported that the patient was unable to adjust stimulation. The display showed ¿call your doctor¿ icon and saw the ¿ens in the box¿ screen during (B)(6) 2014. The manufacturer representative saw the patient tuesday, after labor day, and cleared the message with the clinician programmer. The morning of the report it was showing the same ¿ens in the box¿ screen. The patient had an implantable neurostimulator (ins) implanted. A picture of the patient¿s programmer with the screen was reported, showing the ¿ins in the box¿ screen. Therefore, although it was alleged that there was an ¿ens in the box¿ screen, the information shows that it was an ¿ins in the box¿ screen. It was later reported that the cause of the event was determined, the patient was in antenna locate mode and hitting the ¿x¿ button and start button too quickly. This was cleared with interrogation of the clinician programmer. The patient¿s pain reduction was over 50% and was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).